Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the field service engineer (fse) indicated that the right tracker was replaced as well as the flag and tracker cable. The rep also replaced the fuse of the tracker box and the issues were resolved.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry of the imaging could not be homed upon arrival. Additionally, it was noted that the right tracker cables on the system were damaged by a flag. The representative then returned to the site at a later date and noted that the right hand tracker for the system would not function due to the cable damage. To temporarily restore functionality, double sided tape was installed. The representative then returned to the site and replaced the right side tracker, flag and tracker cable. A fuse in the tracker box was noted to be replaced. Testing on the new tracker found the imaging system was inaccurate, new values for the tracker were inputted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry door of the imaging system would not open. It was noted that the imaging system prompted the user to perform motion recalibrations. The reported issue resulted in the gantry being unable to tilt and move in/out. Further troubleshooting found that wires inside the gantry were damaged and a large metal clip in the gantry was damaged. The imaging system was removed from the operating room (or) and the site continued with the procedure utilizing a c-arm. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.